Event description:
It was reported, the pt had an infection and drainage at the ipg site. The pt was prescribed bactrim to treat the infection. The pt's ipg was explanted on (B)(6) 2012. The pt is feeling better at this time and may follow-up with his doctor on a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.